Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (september 2016) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft, dog clutch, and headcap), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor, and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: the ball bearing on the rear side of the cartridge was broken. The internal gear was damaged. There was debris on the other parts. Nakanishi took photographs of all of the disassembled parts and kept them in investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating as instructed in the operation manual.

Event description:
On (B)(6) 2020, an nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows: the event occurred on (B)(6) 2020. The dentist was preparing an inlay for the patient's tooth using the handpiece z95l (serial no. (B)(4)). The patient was not under anesthesia. During the procedure, the patient complained about feeling pain in the mouth and made a sudden move. The dentist found a whitish burn 1 centimeter by 2-3 centimeters on the buccal mucous membrane. The dentist irradiated the burned area with a laser and applied oral ointment to the area. The dentist determined that no further medical attention was required for the injury. According to the dentist, there were no abnormalities observed in the device prior to use.